Event description:
A us distributor reported that a patient's electrode belt had a damaged connector and was receiving asystole and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins, asystole event, arrhythmia alarms) has been confirmed. The electrode belt did not pass essential performance testing. Upon investigation the electrode belt latch does not engage and stay secure with the monitor. The cause for the failure was broken and missing clips. The root cause for the damaged clips was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.